Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no harm/injury to pt." (No consequences or impact to pt). Product problem(s): "system error message displayed." (Device displays error message); "infusion problems. Manual infusion required to complete case." (Infusion or flow issue). A customer reported receiving a system message during a case. The nurse reported that both infusion chambers were filled to the top, but could not advise what the surgeon was doing at that moment. The nurse stated the surgeon had been switching between fluid and air during this case. The procedure was successfully completed using manual irrigation. No pt injury was reported. This is the first of two reports being filed for this facility.